Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 672625 adaptor implanted: 2006 (B)(6); (B)(4) lead implanted: 2006 (B)(6); 0158 competitor lead implanted: 2003 (B)(6); 4473 lead implanted: 2003 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure, the competitor lead easily removed from previous device during change out but could not fully seat the lead in the new device. When going back to the previous device, the lead slid right back into the header with no problem at all. It was noted that when the competitor lead was inserted into the device, high impedance was measured with no pacing. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.